Event description:
A nurse reported the system stopped during a procedure and needed to be rebooted. The procedures were able to be completed after the unit was rebooted. There were 3 pts involved, however, there was no indication if this event occurred 3 different times or if there was a delay. Add'l info regarding the event and pt involvement were requested, but nothing was rec'd to date. No pt injuries have been reported.

Manufacturer narrative:
A company service rep examined the system. Preventive maintenance was performed. Internal cleaning, filter cleaning, transducer calibration, and font tensions and tests were done as preventive measures. The system was then tested and met all product specifications.